Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery. Customer's blood glucose level was 532 mg/dl. She treated her blood glucose level with a 10 unit manual injection and it came down to 400 mg/dl. The customer did a complete set change but received a no delivery alarm while priming the new infusion set. The customer was unable to troubleshoot because she was not home and did not have supplies. The device was not returned.